Manufacturer narrative:
A4-a6: unk. H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove or replace the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following a implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. The lens was later intraoperatively removed and replaced for a same size lens, implanted horizontally. Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6: lens was returned dry with residue/debris on product in a microcentrifuge vial. Visual inspection found residue and debris on a haptic torn lens. Claim# (B)(4).

Manufacturer narrative:
B5: the problem was resolved. (B)(4).

Manufacturer narrative:
H3: dimensional inspection found lens to be manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
B5: the initial MDR is not reportable. Claim# (B)(4).